Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the hp disconnected and reconnected the supply bag. Disconnecting the supply bags improperly is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2267 on the homechoice (hc) during fill four of five. The hp had previously disconnected and reconnected a supply bag because the frangible wasn¿t broken. The tsr explained the alarm and instructed the home patient (hp) to cycle the power on the hc to clear the alarm. The tsr advised the hp to discard the supplies and finish therapy with a manual exchange. There was no patient injury or adverse event associated with this report. No additional information is available.